Event description:
The pump was returned from clinical service with the complaint of a proximal occlusion alarm. There were no reports of any adverse pt events while the pump was in clinical use. During the field service testing, the pump was noted to underdeliver.